Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 50 0mcg/ml lioresal at 91mcg/day via an implantable infusion pump for cerebral palsy. It was reported that the pump and catheter were explanted due to lack of efficacy and discomfort at the implant site. No further complications were anticipated/reported.